Event description:
Customer reported over infusion of vancomycin. Vancomycin hung as a secondary infusion, 250 ml bag with an intended rate of 1500mg at 125 ml/hr. After 15 minutes from the start of the infusion, the pt complained of itching. When assessing the pt, the user noted the secondary bag was empty. The nurse did not observe any back flow into the primary. The infusion was supposed to be over 2 hrs. The pump indicated a volume of 216ml left to be infused. Pt rec'd benadryl 25 mg IV for the reported itching. The facility's biomed performed preventive maintenance on the devices after the event with passing results.

Manufacturer narrative:
MFR's report date: 11/12/2009. The pump and pc unit were sequestered; the pump event logs, pc unit event logs and data set have been rec'd. A follow up report will be submitted with any new relevant info. The IV administration sets were discarded at the facility.